Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a clinical study regarding a patient receiving morphine 10 mg/ml for a total dose of 1.439 mg/day and bupivacaine 30 mg/ml for a total dose of 4.318 mg/day via an implantable pump for non-malignant pain. It was reported on (B)(6) 2019 the on call provider received a call stating the patient was at a hospital with a post-operative infection and pain. The patient was transferred to another hospital for explant. The entire system was explanted/not replaced on (B)(6) 2019. The outcome of the event as unresolved at time of study exit/death/study closure. The clinical diagnosis was infected pump site. No other details were available. The event required in-patient or prolonged hospitalization. The etiology of the event indicated the relationship of the event to the device or therapy was not related and indicated the relationship of the event to the implant procedure was related. The incisional site/device tract was pump pocket. The event date was (B)(6) 2019. Additional information received indicated that the patient exited the study on (B)(6) 2019. The reason for exit was all enrolled manufacturer products were inactive. No further complications were reported/anticipated.